Event description:
The site reported that a pt sustained a fractured toe while being setup for a scan on an infinia system. According to the site, the pt's foot protruded out of the table limits as the table was being moved into the gantry, thereby, causing the pt's toe to get pinched between the pallet and its support. It was reported that the pt was not being monitored after initiating the table motion. Additionally, the "leg support" accessory was not used. Info regarding medical treatment is not available at this time.

Manufacturer narrative:
Investigation revealed that the reported event did not originate from a system malfunction. The system's operator manual instructs the operator to ensure that the pt's hands and legs do not protrude beyond the limits of the pt table. The manual also directs the operator to monitor the pt and his/her position at all times during scan procedures. Furthermore, the system provides an optional "leg support" accessory. The support is used as an extension of the pallet that prevents feet protrusion out of the table limits. The operator manual instructs operators regarding the availability and use of this accessory. Based on the results of the investigation, the event occurred as a result of improper pt positioning and monitoring.